Event description:
It was reported that during the bowel anastomosis procedure, the device would not fire. The firing handle would not close. A new device was opened and used to complete the procedure. There was no delay to the surgery. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(4). Batch #: 776a89. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received unfired with some staples protruding and 2 staples missing. Also, the rear cap was broken off due to a improper loading. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated, and a click is heard. If the instructions are not following the reload may became damage. It is possible that an improper handle of the reload caused that the staples to fell out. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 776a89, and no non-conformances were identified.